Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's 9 am time segment was inadvertently deleted from the pump. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support assisted the contact with resetting the time segment.